Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pain'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('miscarriage') in a 30-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, autoimmune hepatitis, diabetes, autoimmune hepatitis, urinary tract infection, gestational diabetes mellitus, amenorrhea, leiomyoma nos, miscarriage and ectopic pregnancy. Patient denies nausea, vomiting, loss of appetite, cramping, breast tenderness, vaginal bleeding, fatigue, vaginal discharge, urinary frequency, urgency, dysuria, headaches, abdominal pain, fetal movement, heartburn or back pain. Concomitant products included azathioprine sodium (imuran) and prednisolone. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pain in extremity ("right leg pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), back pain ("low back pain") and abdominal pain upper ("stomach pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (B)(6) 2016 bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, depression, anxiety, pain in extremity, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown and the back pain, headache and abdominal pain upper was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs received lot number was added. Events " migraines / headaches, dysmenorrhea (cramping); dyspareunia (painful sexual intercourse);perforation (fallopian tube(s)); fatigue; weight gain; hair loss, low back pain, right leg pain, stomach pain" were added. Outcome of events " back pain, headache, stomach pain " were updated as recovering. Concomitant drug, patient and reporter information were added. Lab data was added. On (B)(6) 2019: medical record received reporter information and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pain'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('miscarriage') in a 30-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, autoimmune hepatitis, diabetes, autoimmune hepatitis, urinary tract infection, gestational diabetes mellitus, amenorrhea, leiomyoma nos, miscarriage and ectopic pregnancy. Patient denies nausea, vomiting, loss of appetite, cramping, breast tenderness, vaginal bleeding, fatigue, vaginal discharge, urinary frequency, urgency, dysuria, headaches, abdominal pain, fetal movement, heartburn or back pain. Concomitant products included azathioprine sodium (imuran) and prednisolone. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pain in extremity ("right leg pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), back pain ("low back pain") and abdominal pain upper ("stomach pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery ((B)(6) 2016 bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, depression, anxiety, pain in extremity, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown and the back pain, headache and abdominal pain upper was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Trailing coils in uterus: 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.